Manufacturer narrative:
Result - power coil cord.

Event description:
It was reported by service report that the foot end of the bed will not go down. No pt involvement or adverse consequences are reported.